Event description:
Surgeon fired a ecs21a stapler during gastric bypass and the anastomosis bled. Additional suture to support anastomosis done. Stapler has been rinsed free of gross contamination, bagged, and is being held behind desk.device #1is this a laboratory device or laboratory test?no.